Event description:
Related to MFR report # 2183959-2012-01756. It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with the miniarc "for treatment of pelvic organ prolapse, urinary incontinence and rectocele." The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, continual bladder and urethra infections, and other injuries." The plaintiff's attorney also alleges that the plaintiff experienced "significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.